Event description:
Physio-control evaluated a device and observed that it would not enter service mode and locked up. There was no report of pt involvement with the reported event.

Manufacturer narrative:
(B) (4) physio replaced the charger input wire harness assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed wire harness assembly at the failure analysis ctr and was unable to duplicate the reported issue. The cable had no damage and all the wires and connectors were in good condition.